Event description:
It was reported that during an unk procedure, the handpiece received an overtemperature error during the case. The error code continued to occur, but the customer continued to reset the generator to complete the case with no pt consequence.